Event description:
In incoming inspection at distribution, it was found that the one side of the tantalum marker was not completed. This event was found on 1 out of 20 units with (B)(4).

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.